Event description:
It was reported to boston scientific corporation that a 80cm two port through the peg jejunal feeding tube (j-tube) was used during a percutaneous-gastrostomy/jejunal tube placement, which was performed some time in (B)(6) 2009, the exact date is unknown. The 80cm two port through the peg jejunal feeding tube (j-tube) is being used for the purpose of administering medication for the advanced stage of parkinson's disease. According to the complainant, post procedure in (B)(6) 2009, the intestinal tube was hard to rinse for several days. The problem stopped spontaneously and no intervention was needed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a 80cm two port through the peg jejunal feeding tube (j-tube) was used during a percutaneous-gastrostomy/jejunal tube placement, which was performed some time in (B)(6) 2009, the exact date is unknown. The 80cm two port through the peg jejunal feeding tube (j-tube) is being used for the purpose of administering medication for the advanced stage of parkinson's disease. According to the complainant, post procedure in (B)(6) 2009, the intestinal tube was hard to rinse for several days. The problem stopped spontaneously and no intervention was needed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.